Event description:
The sonicare diamond clean brush head had a small plastic piece that was protruding from the brush head. I used the head and it scratched the inside of my mouth. I contacted philips and they needed proof of purchase plus multiple details (photos), etc which seemed excessive for a defective product. Also, they need 2-3 days to review my proof of purchase before they will respond. Injury, no first aid or medical attention received. Product type: grooming. Retailer: (B)(4). Retailer stated: (B)(4). Purchase date: (B)(6) 2016. The product was modified before the incident: no. Document number: (B)(4), report number: (B)(4).